Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, 90% stenosis in the distal right coronary artery. Reportedly, during pre-dilatation, the 2.5 x 20mm rx trek balloon catheter was advanced; however, the balloon ruptured during first inflation at 8 atmospheres. Slight resistance was met during advancement of the device. A non-abbott balloon catheter was used for further dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.